Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 32 mg/dl at the time of the event. However, the customer's glucometer read 321 mg/dl. The customer stated that the event was caused by her treating for the 321 mg/dl reading, when her blood glucose was actually 32 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.